Event description:
It was reported via repair work order that the head end lift was elevated and inoperable due to the lift motor losing limits. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.